Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2015 to excise the excess skin. As of report on (B)(6) 2015 the patient's infection has resolved. Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed january 28, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection issues at the abutment site. The implanted device remains.